Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient presented with symptoms of angina. Angiography revealed a 90% stenosis in the distal marginal branch which was highly tortuous and heavily calcified. Pre-dilatation was performed using a semi-compliant balloon catheter. The 2.5 x 15 mm xience prime stent delivery system was advanced to the lesion and deployed successfully. Post-deployment, an unexpected stent edge dissection was observed which was covered with a 3.0 x 18 mm xience prime stent. There was no clinically significant delay in the procedure reported. No additional information was provided.